Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the steerable guiding catheter (sgc) luer lock leak, and the noted crack on the luer lock. It was reported that during preparation of the steerable guiding catheter (sgc) when the stopcock was connected to the luer lock, the luer lock leaked. A crack was visible on the luer lock. The device was not used. There was no patient involvement. A new sgc was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported steerable guide catheter (sgc) leak and cracked luer were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak appears to be related to the observed crack in the flush port luer; however, a definitive cause for how and when the crack occurred cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.